Manufacturer narrative:
(B)(4).

Event description:
The customer reported a burned heated wire circuit during use on a patient. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The following components of the 870-35kit was received for investigation: miscellaneous plastic support/hanging brackets, aerosol connector, vent drop line, conchasmart column, inspiratory and expiratory heated limb circuits. Upon receipt the kit components were e xamined for any sign of abuse/misuse/damage. No physical damage was noted. However, starting ~8 inches from the column connector on the expiratory limb a dark brown stain with variable shades, extends toward the patient wye for ~16 inches. After close examination with r & d engineering it was determined that the dark area in the expiratory heated limb was not a burn. The discoloration appears to have come from patient excretions that possibly dried in the heated limb. To ensure the discolored area of the expiratory heated limb was manufactured in accordance to manufacturing specifications, the electrical resistance of the heated wires was measured. The actual measured resistance value was 13.5 ¿ (ohms). The acceptable resistance range for the wires in this limb is 12.80 - 14.30 ¿ (ohms). The recorded resistance value is well within the specified range. The product IFU contains warnings about the care and proper use of product. The complaint of a burned circuit could not be confirmed. Electrical testing confirmed the heated wire components in the expiratory limb were not burned, and the discoloration of the expiratory limb was not due to burns. After careful visual inspection with r & d engineering it was determined the discoloration was the result of dried patient excretions.

Event description:
The customer reported a burned heated wire circuit during use on a patient. No patient injury or harm reported.